Manufacturer narrative:
The technician found the head up valve tube was faulty. The technician replaced the valve tube to repair the bed.

Event description:
Information received indicates the head up function does not work manually or under power. The battery led is on.